Event description:
As reported, approximately 7.62 years since initial implant, this male patient with bmi 29.3) underwent a right side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2021, the patient underwent revision due to osteolysis. No additional information is available or forthcoming.

Manufacturer narrative:
Pending evaluation. No information provided.

Manufacturer narrative:
Section h10: (h3) the reason for revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. The reported osteolysis may have also contributed to the revision and may have been a result of patient related conditions and/or prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation and additional information was not provided.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable type of investigation: 4114, device not returned; 4109, historical data analysis; 4119, insufficient information available. Investigation findings: 213, no device problem found; 4243, packaging materials problem (h10) the revision reported may have been the result of polyethylene wear, bone loss, osteolysis, instability, and loosening as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs, photographs, or operative notes were not provided.